Event description:
It was reported that an electrical plate had burned. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.